Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that there was a damaged power cable, as it was worn through the sheathing. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735943, lot number: lc18i2a work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the power pack was replaced to resolve the issue. Codes b01, c02 and d02 are applicable to this evaluation. H3: analysis was performed for product: 9735943, lot number: lc18i2a. It was reported that the cable jacket contained damage in multiple areas, some exposing shield wire, but not internal wires. Codes b01, c02 and d02 are applicable to this analysis. A05: applicable to the damaged cable. A040507: applicable to the cable being worn through the sheathing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.